Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope exhibited noise on the screen. The issue occurred during set up or inspection for use (before patient in room). There were no reports of patient harm.